Manufacturer narrative:
Invacare does not have access to the lift, it remains in quarantine per the facilities procedure. No inspection has been performed. No further information is available regarding the end user, the facility sites restrictions due to hipaa. The treatment and severity of any injury is unknown at this time. The complaint of the lift lowering with out resistance could not be confirmed. Should further information become available a supplemental report will be filed.

Event description:
The complaint alleges that when the caregiver was attempting to move the patient in the lift, the lift lowered the patient without resistance. The consumer hit the floor and hit her head requiring her to go to the ER for treatment. The rep states he is unaware of the treatment received but the consumer was admitted to the hospital. The provider did test the lift and couldn't duplicate the alleged issue.